Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator exhibited back-up vvi operation. No medical intervention or patient symptoms were reported. The device would be scheduled for replacement due to normal eri.

Event description:
New information indicated that the device was explanted.